Event description:
It was reported that during a lap cholecystectomy procedure the device clips were scissoring and not holding on the cystic duct. They used a second device and the same issue; they use a competitor's device to complete the case with no patient consequence. Device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.